Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 9 months after three dental implants were installed in intraoral regions #12, #13 and #15, it was verified their non-osseointegration. Forty ncm of primary stability was achieved and immediate load was performed the patient presented insufficient bone quality/quantity (bone type IV) and fenestration occurred during surgery. Bone graft was performed.